Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated an r-wave amplitude measurement issue. Concomitant products: 5086mri45 lead, implanted: (B)(6) 2013; rvdr01 ipg, implanted: (B)(6) 2013; 8637-40 neuro pump, implanted: (B)(6) 2015; 3889-28 urinary lead, implanted: (B)(6) 2016; 3058 urinary ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced due to the presence of noise and undersensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.